Event description:
It was reported the patient received six inappropriate shocks. Review of device data showed oversensing. The pacing impedance has been fluctuating between 550-850 ohms for the past two weeks. The lead was removed and returned, with a report of possible lead fracture. No further patient complications have been reported as a result of this event.